Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had defective custom trach. The user had 3 cc's of air in the balloon. The trach was used from (B)(6) through (B)(6), when he had difficulty talking. This balloon was definitely smaller and holds less air than the other trachs. The user was using now expires july 2020 and was in his emergency bag for quite some time. The user talked very good with it. The balloon of the new one received this week appeared shorter than the other trach. Since the balloon on trach seems to be glued in a different place, it's possible the new one can affect how he speaks. Trach came out twice during trach care.